Manufacturer narrative:
(B)(4). Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. The customer mentioned that they were hearing impaired. The insulin pump also passed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.